Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-04. Investigation summary: 1 sample was returned to sbdm, lot number is 2102196. There is an hair on the IV set. Based on investigation result of the complaint case, foreign matter in IV set like a hair in the wrapper, it was human hair and it is likely occurred while spike and chamber assembly process. Or it might be occurred while chamber component 100% inspection process. Tsbdm checked manufacturing records such as receiving inspection report, process inspection report and finished product test report of the suspected house samples (lot no. 2102196), there was no abnormality on the manufacturing records. Sbdm review the customer complaint record of complaint sample, there is no similar issue of the same product from other customer.

Event description:
It was reported that IV set an120 w/o bp had foreign matter. The following information was provided by the initial reporter: foreign material in ivset chamber.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an120 w/o bp had foreign matter. The following information was provided by the initial reporter: foreign material in IV set chamber.